Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of exposure and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "expose implant." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "expose implant" and "infection." Device has been explanted.